Event description:
It was reported that balloon rupture occurred. The target lesion was located in the renal artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst while inflating. The device was removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable.